Event description:
This lead was capped and replaced due to impedance readings greater than 3000 ohms. There were no adverse patient events reported. Should add¿l info be received, this file will be updated.